Event description:
The patient received a 2.75 x 13mm cypher select stent in the mid lad. The lesion was an in-stent restenosis of a previously implanted 2.5 x 23mm cypher stent. Two days post-procedure, the patient had transient st elevation and there was plaque prolapse in the stent. Angioplasty was performed with a balloon. A distal lesion in the lad was also treated with a 2.25 x 13mm cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-02471. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.